Event description:
User facility reported that the pump infused more quickly than programmed. No further details are available. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.